Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that there were inaccurate force readings from the smart touch bidirectional catheter. They exchanged cables without resolution. When they removed the catheter from the patient, blood was visible inside the peek window in catheter components. They exchanged the catheter and continued the procedure successfully. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and a small hole was observed on the sensor sleeve (pebax) allowing reddish brown material inside of it. A scanning electron microscope (sem) test was performed and results showed that the punctured surface presented evidence of damage induced by a sharp object. An internal corrective action has been opened to investigate the pebax damage. Per the force issue reported, the catheter was evaluated for screening test and force calibration check and the catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue cannot be confirmed. Catheter damage was confirmed and an internal corrective action has been opened to investigate the pebax damage.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the bwi failure analysis lab assessment, it was found that the pebax had a small hole. Initially it was reported that there were inaccurate force readings from the smart touch bidirectional catheter. They exchanged cables without resolution. When they removed the catheter from the patient, blood was visible inside the peek window in catheter components. They exchanged the catheter and continued the procedure successfully. The procedure was completed with no patient consequence. The most likely consequence for the force issue was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Foreign material was reported underneath the pebax. However, there was no damage reported to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was also remote. The biosense webster failure analysis lab discovered on september 29, 2015, that the sensor sleeve (pebax) was found to have a small hole allowing reddish brown material inside it on the distal side of ring #2. Therefore, the loss of integrity has been assessed as a reportable malfunction. The awareness date was september 29, 2015.